Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not have transmitter failed/error/alert. Report was submitted in error. Please disregard all information in MFR 3004753838-2022-071652 as this will not be reportable.